Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited high threshold. X-ray revealed the lead had dislodged. The device was reprogrammed. The patient was stable.